Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 9/14/2018; electrode belt: 7/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient experienced four inappropriate treatments from the lifevest asystole. There is no indication that the treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to treatment delivery. At 10:17:16, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was also asystole with CPR and motion artifact. At 10:17:50, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was also asystole with CPR and motion artifact. At 10:18:14, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was asystole. At 10:20:11, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was also asystole with CPR and motion artifact. The response buttons were pressed prior to the delivery of the first treatment, but not immediately prior to shock delivery, as well as after the delivery of the fourth treatment. The response buttons functioned appropriately. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection.